Manufacturer narrative:
(B)(4). The test strips were not returned.

Event description:
The customer received questionable results on their coaguchek xs meter serial number (B)(4). The initial results from the customer's meter were 6.7 inr at 9:59 am, 7.1 inr at 10:03 am, 4.5 inr at 10:13 am and 6.0 inr at 10:17 am a result obtained on the doctor's office roche meter was 3.7 inr. This result was measured within 7 hours of results obtained on the customers meter on (B)(6) 2018. Customer stated he was to have fluid drained from his knee and the doctor would not continue with the procedure until the customers inr was below a certain level. Customer trusted the result from the doctors meter of 3.7 inr. Customer is using a new finger and new strip for each test that is repeated in a 24 hour period. Customer stated he used the same lancet for all testing. Customers therapeutic range is 2.0 inr - 3.0 inr the coaguchek xs meter serial number was (B)(4). There was no allegation of an adverse event. The meter and test strips were requested for investigation. The test strips were not returned. The customer's meter was returned for investigation. The meter and the masterlot strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were measured. Retention testing: donor 1 inr: 2.3 inr, donor 2 inr: 2.3 inr. Donor 1 hct: 46%, donor 2 hct: 49%. Testing results: donor 1: retention meter with masterlot strips: 2.4 inr, customer meter with masterlot strips: 2.4 inr. Donor 2: retention meter with masterlot strips: 2.3 inr, customer meter with masterlot strips: 2.3 inr. Relevant retention test strips (lot 266836) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention materia meet the specifications. All the results alleged by the customer were not observed in the memory of the returned meter. Only the result of 4.5 inr on (B)(6) 2018 is present within the meter memory. The product labeling states that, for a second measurement, a new lancet must be used to avoid effecting test results.